Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads were migrating off of the occipital nerve. The patient underwent a revision procedure wherein the leads were replaced and repositioned per physician's preference.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.